Event description:
During manufacturer review of the published abstract entitled ¿increasing off-time improves sleep-disordered breathing induced by vagal nerve stimulation¿; bhat s, lysenko l, neiman es, rao gk, chokroverty s. (Epileptic disord. 2012;14(4):432-7), it was identified that there was a vns patient with sleep apnea. By increasing the off-time of the vns from 3 minutes to 5 minutes of the vns the vns-induced arterial oxygen desaturations in sleep resolved the hypopnea events. The increased off time of the vns improve apnoea-hypopnoea index from the moderately elevated range to the normal range. Lowering the vns frequency from 30 hz to 20 hz decreased the number of events with desaturation of oxygen but the majority of the events were still hypopnea. The combination of lowering the frequency and increasing the off time completely eliminated the vns associated oxygen desaturation. Good faith attempts for additional information have been unsuccessful to date.

Manufacturer narrative:
Bhat s, lysenko l, neiman es, rao gk, chokroverty s. Increasing off-time improves sleep-disordered breathing induced by vagal nerve stimulation. Epileptic disord. 2012;14(4):432-7.http://www.ncbi.nlm.nih.gov/pubmed/23247901.